Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system became stuck on the guide wire. The physician was attempting to treat an unk lesion with a 2.5x8mm taxus express2 drug eluting stent (des). The stent delivery system (sds) had passed over the non-bsc wire, the pt was experiencing some discomfort, so the physician pulled the sds back. After getting the pt comfortable, the physician attempted to reintroduce the sds when it locked up on the wire. The guidewire and sds were removed. The procedure was successfully completed with another 2.5x8mm taxus express2 des. There were no pt complications reported and the pt's condition was listed as "ok".